Event description:
After routine hemodialysis, pt had unwitnessed event at home where large blood loss from dialysis catheter (dual tesio dialysis catheter) resulted in death. There is eyewitness evidence that catheter "broke apart."